Event description:
It was reported that during an unknown procedure, the hand switch would not activate unless pushed strongly. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
Evaluation summary. The analysis results found that the device was returned in good physical condition. The device was tested with a generator and was functional; the hand control switch worked as intended. There were no anomalies noted with the functionality of the device. It could not be determined why the device reportedly malfunctioned. The batch history records were reviewed with no anomalies noted during the manufacturing process.